Event description:
A remstar auto device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center blower foam degradation was noted. Additionally, the service technician observed error code e53 err_comp_log_sem_timout on the device log and a dirt contamination was present. The service was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.